Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that all leds of the front panel were blinking continuously due to dust inside the scope sensor. The front panel leds were not glowing properly due to a faulty front panel. Additional findings include the following: the power switch stuck intermittently due to a faulty power switch, dust inside the unit needed to be cleaned, and the paint was peeled off from the top cover. There was corrosion on the tank socket and chassis. The lamp had completed its lamp life 500 hours hence it was recommended the customer purchase a new olympus xenon lamp. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera iii xenon light source front panel leds are blinking. The issue was found during preparation for use and there was a 15-minute delay in the procedure. The diagnostic procedure ( upper gastrointestinal endoscopy) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a dusty video connector. However, the specific cause of the dusty video connector was not established at this time. Olympus will continue to monitor field performance for this device.